Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the fuses for the viewing station of the imaging system were replaced to resolve the reported issue. As a precaution, the power cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the line power light of the viewing station of the imaging system was not illuminated and the station would not power on. The site attempted to use other operational outlets without resolution. The site also confirmed the imaging system was not charging. There was no patient present when this issue was identified. No additional information was provided.